Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore, the condition of the components is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that during a bilateral knee replacement, the surgeon was unable to properly lock in the first articular surface and used the second to finish the first knee. Although the surgeon was unhappy with the fit of the second articular surface he elected to leave it in. The same size articular surface was needed to finish the second knee. As the hospital didn't have another, the first surface that the surgeon was unable to seat was implanted in the second knee and worked properly.